Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's hyperglycemia. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide, model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 44: warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported after wearing the pod for between 4 and 24 hours on the abdomen, it was noted that the patient's blood glucose (bg) began to rapidly rise. The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500 mg/dl). The patient went to see her dietitian in regards to the incident and was diagnosed with high bgs and ketones. As treatment, the nurse started the patient on a new pod and a manual injection of 8.5 u of insulin was administered with an insulin pen.